Event description:
Chin augmentation implant inserted 05/14/1997 had become malpositioned and painful and was replaced on 10/29/1997. At that time, partial avulsion of the r mental nerve was noted. The pt returned to surgery 11/10/1997 for replacement of the second implant which had become displaced and painful. The edges of the implant were palpable and externally visible.